Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor's flow stopped after ten hours of patient use. The total volume of solution was 250ml. The nurse changed out the device. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.